Event description:
It was reported that an ilet pump¿s display screen fractured into two pieces and was temporarily held together with tape, with the user uncertain of the cause; a replacement device was arranged, the user confirmed address verification, return of the original device, and awareness that data would not transfer, and was instructed on shutdown and use of backup therapy and cgm during the interim. Symptoms included no reported effects on blood glucose. Outcomes included no functional impact on glycemic status and no need for medical intervention. Investigation included customer interview and coordination for return and replacement. Investigation of this case revealed damage to the device¿s screen component consistent with physical breakage. It was concluded that the event was attributable to a damaged display and was resolved by replacement and user education.